Event description:
It was reported that the patient experienced pain, swelling, and redness at the device site. A culture was not obtained. Keflex was administered and the infection resolved. No further complications were reported.